Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. All of the shunts are 100 percent tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the proximal catheter at the joint with the valve was broken. According to the report, the broken catheter caused csf leakage around the valve implanted area.